Event description:
(B)(4) clinical trial. It was reported that a timi flow degradation occurred. The patient presented due to unstable angina (braunwald classification-iiib) and was referred for cardiac catheterization. Target lesion was de-novo lesion located in the middle right coronary artery ( rca ) with 85% stenosis and was 20 mm long with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 24 mm promus element stent. Following post dilatation, residual stenosis was 0%. On the same day post deployment of the study stent, degradation of timi flow from 3 to 2 was noticed. The patient was discharged one day later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).